Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The water was filled, plug in line cord, switched power on and the reported issue was duplicated. The root cause of the reported issue was found to be the water tank cover had cracks around the screw holes. The cracked water tank cover was replaced, inserted a new water tank gasket, added a new marker on the line cord and cleaning the enclosure. The performance maintenance was performed and the device was recalibrated. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that fluid was leaking from the bottom of machine. The plastic was reported to be cracked around where the screws are. No patient injury reported.